Event description:
Patient was successfully implanted with inspire system on (B)(6) 2017 with no complications. Patient was discharged form hospital same day. Patient presented to the ER of a different facility complaining of pain. Clinicians at this facility noticed facial weakness/droop. Possibly believed the patient was having a stroke and placed a central line on patients right side, violating the inspire ipg pocket (subclavicular). Patient was admitted into this hospital and is now (B)(6). Patient was transferred back to implanting facility and is under the care of infectious disease. Implanting physician was notified, all hardware was successfully explanted on (B)(6) 2017 and patient is continuing antibiotic treatment.